Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that the reported phenomenon was duplicated due to the failure of the electrical circuit board. However there was no abnormality on the exterior of the electrical circuit board and the damage of the component. Omsi will send the subject electrical circuit board to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure, it was found that the image signal was not output from the hd-sdi out terminal of the subject device there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi), and the electrical circuit board of the subject device was transferred to omsc. Omsc checked the subject electrical circuit board and found the following. - there was no trace of burn or water invasion on the electrical circuit board. - there was no corrosion on the electrical circuit board. - there was no damage to the components on the electrical circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the information from omsi and the investigation result, omsc surmised that the reported phenomenon (no image signal) was attributed to an accidental failure of the electrical circuit board, because this phenomenon did not occur at the time of delivery and installation and there was no damage on the electrical circuit board. If additional information is received, this report will be supplemented.